Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that there was unhealthy tissue around the pump and there was about a "dime size" of the pump visual where the tissue had wore away. The hcp elected not to remove the system but rather to move the pump above the belly button on the same side. Two different cultures were performed but the results are not yet known.